Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened. The physician jiggled the scope and the clip released from the catheter; however the clip then fell off the tissue in a closed state. The clip was removed from the patient. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the patient age and date of birth; however the patient was reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.